Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in reporting issues with his sensor glucose readings and blood glucose being off. Customer's blood glucose is 277 mg/dl. He stated his sensor readings are about fifty points lower than his blood glucose level. He said he had a low alarm and a threshold suspend alarm last night when he was sleeping. Customer could not hear the alarm. It did not wake him up. He states the alarm is not loud enough. Customer was advised that the alarm volume could not be increased. Nothing further reported.